Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power on monitor) was confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that battery pack sn (B)(4) would not power on a monitor.